Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock from the device, due to oversensing of the t-waves. The physician reprogrammed the sensing vector. No x-ray was performed, but the physician determined by touch that the position of the device and electrode were fine. No adverse patient effects were reported.

Manufacturer narrative:
UDI = (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock from the device, due to oversensing of the t-waves. The physician reprogrammed the sensing vector. No x-ray was performed, but the physician determined by touch that the position of the device and electrode were fine. No adverse patient effects were reported. Two years later, this device was explanted and returned for laboratory analysis.